Event description:
During a bronchoscopy the brush tip detached from the cytology brush. The tip was retrieved and pt injury was not reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources persuant to federal regulations.